Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02335. It was reported that the patient presented to the emergency room due to feeling dizzy and light headed. Device interrogation showed pacing inhibition during over-sensing. The physician made programming changes and the patient was stable after the changes were made. An echo-cardiogram, showed a contained perforation of the right ventricle. The patient is undergoing cancer treatment and is not a candidate for lead revision.